Event description:
It was reported that the patient experienced a crack in the charging port of her tslimx2 pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to contact support for a replacement, and cts confirmed that a pump replacement was scheduled to arrive by 9 pm. Additionally, the customer received a replacement rubber door and was advised following up with support as needed. She also arranged an appointment for assistance in setting up the new pump. The case was subsequently closed by cts. The customer will continue to use current pump.